Event description:
It was reported that the programmer touchscreen got stuck during threshold testing. The boston scientific technical services (ts) advised that the only way to unstuck is to reboot the programmer, otherwise, the programmer needs to be retuned and replaced. There was no indication that the programmer was returned. The programmer remains in service.

Manufacturer narrative:
Analysis suggest that the allegation has not been confirmed by testing or analysis since the programmer has not yet been returned, however the probable cause was determined based on the complaint meeting CAPA/trend criteria. If this malfunction were to recur, it could result in serious injury or death based on a precedent having occurred already and/or the health risk assessment indicating that the likelihood for serious injury/death is not remote.